Event description:
It was reported that a home patient (hp) had a high drain 201 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device. The hp informed the technical service representative (tsr) that they were not draining much during initial drain on hc and also experienced trouble breathing. The tsr explained the alarm and reviewed the programming with the hp. The hp had done a 2500 ml manual fill and had drained 5445ml. The fill volume equaled 2200ml. The initial drain alarm (ida) was set to 0ml. The tsr explained to the hp that if they did a manual exchange during the day, the peritoneal dialysis nurse would need to increase the ida. The hp informed that they were able to breathe better after draining. The tsr initiated the swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported issue was identified through an event history log review. The cause was determined to be the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.